Event description:
It was reported that during device change out for eri, externalized conductors were observed upon explant. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: externalized conductors due to internal insulation abrasion were noted at 11.8-16.0cm from the distal tip. Internal insulation abrasion was noted at 11.0-11.5cm and 40.1-41.3cm from the distal tip. The etfe coating was intact at these locations.